Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that dr. Felt implant was stripped. Felt implant was stripped. Tooth number 30. Implant was removed and the procedure completed using another implant.